Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The physician implanted a taxus express2 drug eluting stent of unknown size in an unspecified location. The procedure was uneventful with no reported complications. Approximately 10 to 14 days after the stent implantation, the patient developed allergic type symptoms of mouth and tongue swelling, and then hives. These symptoms initially persisted and the patient was admitted to the hospital 26 days post stent implantation. The patient was treated with benadryl, allegra, pepcid, and recently corticosteroids. The patient responded well and has since left the hospital. Throughout this time period, the patient was maintained on aspirin and plavix, and is scheduled to see an allergist soon. Further information has been requested, but has not been received.